Manufacturer narrative:
Additional codes for h6: 1903 - hyperbilirubinemia, 4431 - thrombocytopenia, 4440 - thrombosis/thrombus. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), sepsis, multi organ failure (including respiratory failure and renal and hepatic dysfunction), thromboembolism, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection and thromboembolism as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to septic shock. The source of infection was bacteremia status post-acute cholecystitis. The patient had e. Coli and clostridium bacteremia, a chole drain placed on (B)(6) 2025 by interventional radiology (ir), respiratory failure with intubation and then trace. Coli pneumonia, hemoptysis, hepatic abscess, portal vein thrombosis, thrombocytopenia, acute kidney injury (aki), transaminitis, hyperbilirubinemia, and coagulopathy. The patient had multisystem organ failure, elected dnr and withdrawal of care. The death was not considered to be device related. The device operated as expected.